Event description:
Spontaneous: patient called in due to both pumps giving a beeping alarm with no disposable alarm. When patient switched the cassette to a new one, the issue resolved. The pumps were just replaced, so it has been concluded that the issue was with the cassette. Patient did not have the lot number for the cassette available. Cassette is not available for turn. Pt missed no dose of medication. No other information or dates known. Did the reported product fault occur while in use with the pt or clinical injury? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? No; did we [MFR] replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6)/caremark by pt/caregiver.